Manufacturer narrative:
Requests for additional information were made. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt jumps in pacing impedance measurements on the right ventricular (rv) lead. One of these measurement was high and out of range greater than 2000 ohms. The shock impedance also showed slight variation but was never out of range. Boston scientific technical services (ts) recommended trouble shooting. This crt-d remains in service. The make of the rv lead is unknown. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that a chest x-ray was obtained. The x-ray revealed no abnormalities and the physician elected to continue monitoring the system via the remote monitoring system. No adverse patient effects were reported.